Event description:
See attached medwatch. Pt was admitted for revision of right total hip, secondary to pain, repeated dislocations and decreased range of motion.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. It has been reported that the depuy device was implanted with a competitor mfg product. This use of the depuy device is not recommended. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.